Event description:
Reporter indicated that pt has had the vns for three years with varied seizure control, but has been experiencing an unusual case of insomnia. The pt is reported as non-responsive to sedatives (valium, chylordrate, ativan). It takes 5-8 hours to even phase pt and often the sedatives provide no relief and the pt is awake for 24-36 hours at a time which results in episodes of status. It was reported that the pt's neurologist suspects brain damage with no hope of recovery, but he did not believe that this was caused by the ncp system. Attempts to obtain add'l info have been unsuccessful.